Event description:
Contact reported emergency room (ER) healthcare provider identified pump basal rate needed to be lowered. Customer was in the ER for a few hours; no admittance to the hospital. Upon discharge from the ER, customer was "normal". Contact did not provide blood glucose level upon ER discharge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 63 mg/dl and went to the emergency room for treatment. Cause of low bg was not reported. Pump system check was performed with tandem technical support; no device issue was identified. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.